Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number . D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown . E2: health professional: unknown. E3: occupation: unknown. H4: device manufacture date: unknown due to unknown lot number. The actual sample was discarded by the involved facility. Since the actual sample was not returned, analysis of it could not be performed. Since the involved product code and lot number were unknown, the manufacturing record and the shipping inspection record could not be investigated. Regarding the involved product type, there have been no reported incidents attributable to the manufacturing process in the past two years. Since the involved product code and lot number were unknown, the investigation of the manufacturing record and the shipping inspection record could not be performed. In addition, since the actual sample was not returned and the analysis of it could not be performed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seemsimproper, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that a part of the guidewire (visiglide2) that had been fractured came out when brushing was performed during reprocessing. As this was found before using oer (an endoscope cleaning and disinfection equipment), there was no impact on the case or no damage to the oer. There was no patient injury/medical or surgical intervention required. The procedure outcome was not reported. The patient was not harmed.